Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) did not emit tones upon application of a magnet. Multiple troubleshooting techniques were performed with no tones. Boston scientific technical services (ts) discussed an MRI could disable tones and recommended contacting the local area field representative to interrogate the device. No adverse patient effects were reported.